Manufacturer narrative:
The investigation was based on an excerpt of the log file, showing a the time between 22nd of november 2005 and 3rd of december 2005, which had been provided for the affected device, manufactured in september 2013. Although the logged dates and times of the log file are obviously incorrect, the logged chronological sequence is supposed to be correct. According to the log file entries, a warm start of the device could be confirmed. An overaged and depleted battery with reduced capacity was identified to be the root cause of the event. Due to mains power loss the device had switched over from mains to internal batteries without interrupting ventilation until the internal batteries were depleted. Activation of the internal batteries was indicated by corresponding alarms which were silenced by the user. After the mains had been reconnected the device could be operated without further issues until it was switched off. If the internal batteries are depleted the device shuts down with audible power failure alarm. In this case of power failure, the emergency-breathing valve is open allowing spontaneous breathing of the patient. When mains is reconnected again the device starts with a warm start with the same settings as before and continues to ventilate the patient. Directly after the start the device alarms audibly and visibly with ¿mv low!!!¿. The device reacted as specified and generated corresponding alarms. The internal battery is a wear and tear parts it has to be replaced by the service every 2 years during maintenance and its capacity must be checked regularly during maintenance. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device had been in use on the patient since 16:30, (B)(6) 2020. Beginning at 21:50, the device continuously powered off, fail to use. There were no patient consequences reported.